Event description:
Disposable skin stapler from the supply cart was used on patient and during usage, the staple will not release and allow the physician to remove the product to the next section of the area to be repaired. This product is a substitute for the original supply on the cart. The product was removed from supply cart and informed central supply about the product and requested a different substitute for this type of product. We have multiple lot numbers in our department supply cart and those products were removed also.